Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Addl information was received stating a right heart catherization (rhc) and echo was performed and did not ramp because hemodynamics made believe there was pump thrombosis. Patient was then given additional medication, and made status 1a. Patient is currently still in house. Lactate dehydrogenase (ldh) is in the 400s, hoping to discontinue argatroban to discharge home and leave him 1a. No further information provided at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient had an acute rise in power and flow beginning on (B)(6) 2017. Patient presented to the hospital on (B)(6) 2017. Labs showed elevated lactate dehydrogenase (ldh). Patient often has a supra-therapeutic international normalized ratio (inr). Patient was admitted and started on integrilin. Patient was listed 1a for transplant. Site sent log-files for concern of suspected thrombus. Power and flow still elevated. No further information provided at this time.